Event description:
It was reported that the pump flipped and was replaced. No other clinical data were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.